Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had experienced a high blood glucose level. The customer's blood glucose level at the time of the incident was 383 mg/dl and current blood glucose level was 400 mg/dl. The customer was treated with insulin pump. The customer declined troubleshoot for high blood glucose. It was reported that she changed the entire infusion set and pump was working fine. The insulin pump will not be returned for analysis.